Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately eight years after the filter implantation, the patient became aware that the filter had fractured and that filter struts had perforated the inferior vena cava (ivc) and was abutting an adjacent organ. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ. Per the implant records, a micro puncture needle was used to access the right femoral vein and an inferior venacavography was performed which showed the inferior vena cava of normal in caliber. An optease inferior vena cava (ivc) filter was advanced and deployed in the inferior vena cava below the level of the renal veins. The patient tolerated the procedure well and had no evidence of complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation abutting an adjacent organ, fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately eight years and six months after the filter implantation.